Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
On (B)(6) 2014, following a pump replacement on (B)(6) 2014, the patient was extremely spastic with baclofen withdrawal symptoms, tingling, itching, flush but no fever. At the time of the report, the patient still had spasticity. A lot of diagnostics, catheter dye study, pump study and MRI of the catheter, had been done. The tests did not show any problems and the MRI of the catheter showed no crystallization. The patient did not feel like he was getting enough baclofen and felt that the pump was not delivering the proper amount of medication and that he was making steps backward. The cause of the issue was unknown. The plan was to let the pump run until the next refill, draw the remaining medication out and check the volumes. According to the patient, the refill interval was 87 days with the next refill on (B)(6) 2015. The patient will have a lab analysis of his pump medication. The patient had not recovered, symptoms/issues were ongoing.

Event description:
Additional information received reported that the patient received assistance from their doctor or company representative and their concerns were resolved. The patient had a ¿degraded dose of medication¿ which was replaced with a fresh batch. It was also noted that the patient was still having concerns regarding their device/therapy.